Event description:
A nurse reported system messages were received during a case when attempting to use the laser. The probe was replaced but the problem persisted. The system was switched out and the case was completed. There was no patient impact reported.

Manufacturer narrative:
The customer called the company technical service specialist (tss) to assist with troubleshooting. The tss walked the customer through resetting the laser by turning the key on/off. The laser was started back up without issue. The tss told the customer to call back if problem persists. The customer did not call back. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause is unknown. (B)(4).